Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to unknown reasons. A different lead was successfully implanted, and no adverse patient effects were reported. This lv lead is no longer in service.